Event description:
The initial reporter received questionable crep2 creatinine plus ver.2 results for an unspecified number of patient samples tested on the cobas 6000 c501 (ul) v. The reporter stated that several of the initial questionable results were accompanied by an invalidating flag - which upon auto-repeat, gave unflagged but still questionable results. Some results were also initially very high and these results were reported outside of the laboratory. The reporter was able to provide three examples of discrepant results from aliquoted patient samples: sample ID i430014094 the initial result was 19.67 mg/dl. The repeat result was 1.23 mg/dl. Sample ID i430009063 the initial result was 8.07 mg/dl. The repeat result was 0.76 mg/dl. Sample ID i430014661 the initial result of the initial sample was 4.69 mg/dl. The repeat result of the initial sample was 1.43 mg/dl. The clinician ordered a repeat draw even before the laboratory corrected the initial creatinine result. The result of the new sample was 1.5 mg/dl. The repeat results were deemed correct.  The reagent lot number is 65487901. The expiration date is 31-may-2023.

Manufacturer narrative:
The last full calibration performed on (B)(6) 2022 was within specifications. The last blank calibration performed on (B)(6) 2023 was within specifications. The qc recovery was within the provided ranges on the day of the event. The alarm trace contained an "abnormal probe sucking" error. This is an indicator of possible poor sample quality. The field service engineer (fse) replaced all of the rinse mechanism tubings. The module's performance was verified by calibration and qc with successful results.  After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.